Event description:
During variax dr surgery, the tip of driver was broken when locking screw was being inserted. Another driver was used and surgery was finished.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that screwdriver blade, t7 was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on the currently available information, the root cause can be attributed to a user related issue, too much applied force during insertion. The tip of the screwdriver blade is indeed completely broken off. The broken surface indicated a forced rupture of the device due to too high torsional forces which had been applied during insertion. There is no deformation visible on the hexagonal connection. The IFU advises that during engaging the screw, axial pressure of the screwdriver into the screw head must be adequately applied to ensure that the blade is fully inserted into the screw head. This results in proper axial alignment and full contact between driver and screw, minimizing the risk of damage and leading to optimal friction fit performance. Furthermore the screws should not be over-tightened during insertion. Excessive over-tightening will compromise the integrity of the screw head, result in possible screw and screwdriver blade breakage or deformation, and lead to loss of friction fit performance. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
During variax dr surgery, the tip of driver was broken when locking screw was being inserted. Another driver was used and surgery was finished.